Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 7-7w zebra printer labels were too dark, almost black, and nurses were unable to scan them. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station zebra 410 was offline and zebra 411 was online. A technical support specialist removed the old printer and reconfigured zebra 411 with reboot and requested validation from customer via email. The system functioned as intended after the technical support specialist troubleshoot the device.